Event description:
The packaging of this 20ml luer lock syringe splits and rips when attempting to open and deliver the device to the sterile surgical field, contaminating the syringe. This is a sterile product however packaging does not allow the product to be removed in a way that maintains sterility.